Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# unknown: product type catheter product ID 8637 lot# serial# unknown: product type pump product ID 8637 lot# serial# unknown: product type pump section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown, article citation: abel, m. Et al. Intraventricular application of baclofen using navigated frameless stereotaxy: a technical note. Neuropediatrics (2025) doi:10.1055/a-2541-8620. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'intraventricular application of baclofen using navigated frameless stereotaxy: a technical note'. The following medtronic devices were used: synchromed pump and 8731sc catheter. Among patients' adverse events/device performance issues included: 3 pump infections resulting in two explanations, 1 catheter infection with intrathecal adhesions. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
H6 correction: the device code a1203 was previously applied in error and has been replaced with a0104. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.